Manufacturer narrative:
During the device evaluation, the motor and the potted trigger were found to be worn, which is a probable cause of the device running without user activation.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was operating without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.